Manufacturer narrative:
Evaluation summary: analysis results indicated physical evidence associated with user error. The analysis results found that one device was returned with closing trigger and anvil closed. A cartridge was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged behind the knife preventing it to return completely and not permitting the anvil to open. Metal objects should be avoided as they can cause mechanical failures. In addition, another clip was found jammed between the cartridge, and the anvil. As stated in the IFU: "caution: when placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws." The release lever was pulled hard and the knife returned to the home position allowing the device to open. The cartridge was noted to be damaged on the cartridge deck and have some drivers damaged due to the clip found on the device. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device was opened and closed without any difficulties. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a bypass procedure after gastric banding procedure. Device did not open after firing and was cut out of the tissue. The surgery was finished with another instrument with no patient consequences.